Event description:
It was reported that the nurse noticed that the catheter might be not working properly as the medication (taxol) was not going through anymore. So, she flushed and noticed clearly that it was not working well and removed the PICC line. On its way out, the PICC line broke apart approx 4 to 5 cm from the hub. The rupture happened outside patient vein and not inside the body. The nurse said she did get the distal part, from the breading point, just in time before the catheter got to the blood stream, like if the catheter was getting sucked up by the bloodstream. Patient is all fine per customer version.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexc1949 showed no other similar product complaint(s) from this lot number.